Event description:
Same case as #2134265-2009-01337, 01339. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. A 2.5x12mm taxus liberte' drug eluting stent was placed in the mid left anterior descending artery (lad), a 2.5x16mm taxus express2 drug eluting stent was placed in the proximal lad and a 2.5x16mm taxus liberte' was placed in the mid right coronary artery (rca). The stents were not post dilated. Three days later the patient presented to the ER and was found to have thrombosis of all three stents. The thrombosed stents were treated with three promus stents. A 2.75x28mm promus stent was placed in the proximal lad, a 2.5x28mm promus stent was placed in the mid lad and a 2.5x18mm promus stent was placed in the mid rca. The stents were not post dilated. A balloon pump was also placed. The next day, the patient passed away. Additional info has been requested but has not been available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.